Manufacturer narrative:
Product evaluation: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that upon opening a lens, it was out of position in the holder and was dirty. This was discovered after the surgeon had already removed the natural lens from the eye during an intraocular lens (iol) implant procedure. As there was no back-up lens present, the surgeon was forced to end the operation without implanting a new lens. The patient was left aphakic.

Manufacturer narrative:
Product evaluation: the product was returned. Haptic and optic damage was observed. The damage appears to be caused by a post of the lens case. Product history records were reviewed and the documentation indicated the product met release criteria. Lens damage was observed. Due to the absence of clinical solution on the returned sample the root cause is potentially manufacturing related. If the lens becomes misaligned in the lens case lens damage may occur. (B)(4).

Manufacturer narrative:
Additional information provided in other relevant history. (B)(4).